Event description:
The reporter stated that the surgeon was inserting a single piece collmar lens model cc4204bf and the lens tore. The surgeon removed and replaced the lens with another lens of the same model without enlarging the incision. No pt injury.

Manufacturer narrative:
A visual inspection of the returned product shows one haptic is torn off and missing. Clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.